Event description:
A consumer reported that following an intraocular lens (iol) implant procedure that she cannot well up close, lights at night appear to have a coating on them, and her night vision is not clear. The consumer reported that her surgeon informed her "there is a growth of cells on the lens that can be removed in approximately three months". The consumer also reported that she has delayed surgery on her fellow eye due to her current symptoms. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided form the account for the further investigation. At the consumer's requested, the surgeon was not contacted. (B)(4).